Manufacturer narrative:
Date of report: 21may2021. No patient involvement.

Event description:
It was reported to philips that the navigation ring was not working. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer requested part information to order and replace on their own onsite. The rse provided the customer with part identification for the rp-bezel. Additional information has been requested regarding the repair and operational status of the device. The investigation is ongoing.

Manufacturer narrative:
The customer reported replacing the front bezel to resolve the reported issue. The unit passed performance verification testing and it was returned to service. No part was returned for evaluation but previous investigations have shown that the navigation-ring failures were determined to be due to liquid ingress.